Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse called to report that the customer is experiencing high and low blood glucose levels. Customer's blood glucose reading ranged from 38 to 412 mg/dl. Customer treated blood glucose with orange juice. Troubleshooting was done and the insulin pump passed functional testing. Product is not being returned or replaced.